Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event, and it was determined that the logs confirmed an excessive force error, which supports the allegation of the robot colliding with the holding arm. The system passed all further testing; the returned robot failed its depot testing on account of cosmetic damage, as well as a delay in axis 3 homing. Based on the depot analysis, it's unlikely that these findings would cause a collision issue as described. Therefore, the more probable cause would be linked to the positioning of the robot during homing, however this cannot be determined. The reported "lag" between the sat and bas touch screens was not replicated. Based on the investigation, the root cause for the issue could not be determined. A review of the service history record indicates that review result is relevant to the current complaint condition.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the robotic assisted satellite station device went past the normal degree of freedom and hit the holding arm. It was further observed that the satellite screen was lagging behind the robotic assisted base station device screen, and the buttons would not respond. It was reported that the physician rehomed the robot and it found home without issue. It was reported that the buttons on the screen were disabled/reenabled, but the issue with the screen was not resolved. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.